Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found a bad odor thru the whole scope. The image has a focus function error message, e204 displayed. A full device refurbishment was performed. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. The scope has an odor after repeated soakings and washings in the oer pro. There was no patient involvement. No additional information was provided.